Event description:
During a vertebroplasty of the t8 vertebra, the cannula broke at the step-down from 11 to 13 gauge. Indwelling portion of cannula was removed by orthopedic surgeon and case was subsequently completed. Patient's bone density was in highest 5% due to osteoperosis.